Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) indicated high power. The patient was hospitalized and had a transthoracic echocardiogram (tte) and received anticoagulation and thrombolytic therapy. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2017 followed by a sudden drop in power and estimated flow on (B)(6) 2018; 2 low flow alarms have been logged since (B)(6) 2018. Of note, it was reported that the patient was hospitalized and received anticoagulation and thrombolytic therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus in the outflow graft. If information is provided in the future, a supplemental report will be issued.